Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge had failed. A field service engineer assisted the customer to perform the proper boot up sequence for the refrigerator to resolve the issue. The customer tested the fridge functionality, and all the tests were good. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator control bent was not working. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.